Event description:
Country of complaint: (B)(6). Needle is too wide. Also the pass of the needle is too wide at the armoring. It's not conical.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: samples received: 4 unopened racepacks. There are no previous complaints of this code batch. There are no units in OEM stock. Wire size of the needles in the samples received is 0.14 mm, according to the design when this batch was made. The aspect of the needle is correct. The needle-thread ratio is correct for this code batch. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.